Manufacturer narrative:
Investigation summary: a complaint was reported for false resistance of ertapenem results on e. Cloacae complex on a phoenix m50 instrument. Remote assistance was attempted to be provided to the customer. The customer did not respond to requests for more information regarding this complaint. If more information is received in the future, this complaint may be reopened. This is an unconfirmed failure of a bd product. The root cause of the failure was unable to be determined. No reports, logs, binary files, or other samples were made available for the investigation; therefore, no returned sample analysis was carried out. DHR review is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Service history review revealed no previous complaints for this issue. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint. Review of risk management files confirm there are no new or modified risks associated with this failure mode.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system a patient isolate (e. Cloacae complex) has a high mic for the drug ertapenem while the e-test strip gave a sensitive result. No health impact or consequence reported.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system a patient isolate (e. Cloacae complex) has a high mic for the drug ertapenem while the e-test strip gave a sensitive result. No health impact or consequence reported.

Manufacturer narrative:
H3: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.